Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm while trying to bolus for high blood glucose. The blood glucose reading was 340 mg/dl. Customer had not yet treated. The insulin pump had not been exposed to a strong magnetic field or MRI. She was able to rewind the insulin pump and declined troubleshooting for the no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.